Event description:
On 26-jan-2026, a other health care professional contacted technical service to report that resident bed (product code p870cb4851, serial number (B)(6)), the head of the bed moves on its own.there was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technical support representative performed troubleshooting over the phone with the account, asking the account to replace the head actuator connector with knee. Per the baxter service manual, it is necessary for the resident ltc bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Test each operating function individually to make sure that when pressed, the corresponding function operates correctly and when released, travel stops. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account will replace the bed no further action needed.